Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger faults) was confirmed. Upon investigation , the charger was resetting due to an internally shorted u13 cmos flash microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.